Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: stent dislodgement requiring surgical intervention to prevent permanent impairment or injury. Device issue: stent dislodgement. It was reported that the 2.5 x 28mm xience v stent delivery system (sds) was being used to treat a lesion in the left anterior descending artery (lad). While the sds advanced through a lima graft, the stent became stuck in the ostium of the lima graft. The entire lima graft and the lad vessel were heavily calcified. Upon removal of the sds, the stent dislodged in the lima graft. The stent then floated to the patient right arm. The stent was surgically removed from the patient arm. A dissection occurred sometime during the procedure and two vision stents were used to cover the dissection. No additional event or patient information is available.